Event description:
It was reported that the svo2 jumps around without a stable value. The cable and phillips module were changed out without success. Once the vigilance ii was changed out the problem was resolved. No patient injury was reported.